Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the patient¿s adverse event(s) of hypervolemia and myocardial infraction which required hospitalization. Per the peritoneal dialysis registered nurse (pdrn) the cause of the myocardial infraction was unrelated to pd therapy and/or any fresenius device(s) or product(s). The etiology of the hypervolemia is unknown; therefore, causality cannot be established. However, the causal drivers for fluid overload are in most cases multifactorial, and any one factor alone may not provide a definitive rational. Based on the information available, there is no evidence or indication the liberty cycler caused or contributed to a serious adverse event(s). While a power fail recovery failed alarm (and subsequent shutdown of the liberty cycler) was incurred, the alarm itself did not cause the patient¿s hypervolemia and myocardial infraction. The patient was able to perform manual peritoneal dialysis to complete treatment.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called technical support requesting assistance with a power fail recovery failure alarm. During follow-up the patient¿s caregiver stated that the patient¿s liberty cycler ¿overheated and shutdown.¿ the patient performed a manual pd treatment following the shutdown, however the patient continued to feel they had extra fluid inside them. The caregiver stated the patient was in fluid overload (symptoms not provided) following manual pd therapy and subsequently suffered a ¿heart attack¿ (timeline and specifics not provided). While hospitalized the patient became unresponsive and patient transitioned from pd therapy to hemodialysis (hd), as pd therapy was ineffective (specifics not provided). The patient¿s peritoneal dialysis registered nurse (pdrn) stated they were unaware of the patient¿s past medical history; however, stated that the event(s) were unrelated to a fresenius device(s) or product(s). The pdrn declined providing additional information at this time and was unaware of any modality change.